Manufacturer narrative:
The initial report indicated the results code c19 in error and has since been removed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received initially received from multiple sources (manufacturer representative, healthcare provider, foreign) on (B)(6) 2023 regarding a patient who was receiving baclofen of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the patient's medical history included encephalomyelitis and tetraparesis. The patient has had several pumps since 2005, the last pump replacement was done in 2018 at another hospital in sweden. The date (B)(6) 2018 is considered an approximate date of pump implant (specific year known only). Two weeks ago, the patient started to have a lot of pain in her stomach and developed more spasticity. The date (B)(6) 2023 is considered an approximate date of event (specific month and year known only). The patient received pain killers that helped her handle their pain. The patient's spasticity got stable then. On (B)(6) 2023,the patient started having migraine and was admitted to the hospital. The patient also started having respiratory issues and her spasticity disappeared completely. The hospital did two computer tomography exams on (B)(6) 2023 to check the issue. Computer tomography was without any finding. The issue was not resolved. The pump was to be returned to the manufacturer the patient had died on (B)(6) 2023. No pump alarm occurred and no issue was reported in the pump's logs. No cause of death was identified as their "obduction" had not yet been done. No factors that might have led or contributed to the event were identified by the physician following her. The hospital planned to explant the pump soon but didn¿t know when exactly. The patient's weight at the time of the event was unknown. Additional information was received from a foreign healthcare provider via a company representative on 2023-feb-20. The date of pump implant was unavailable to the physician. The admitting diagnosis was headache/migraine. Pump logs showed no abnormalities and the symptoms the patient showed were not strongly indicate for baclofen overdose. Regarding if the device/therapy was causal or contributary with respect to the stomach pain, migraine, respiratory issues, spasticity, and death, it was noted that as of today (2023-feb-20) there was no suspicion of the symptoms being related to the device. It was further reported that the patient had respiratory failure since a long time. The patient was breathing with an aid (device) on the nights but could normally go without during the day. The difficulty breathing got successively worse during monday, and tuesday the patient needed breathing aid also during the daytime. It was further indicated that as of today, there was no reason to suspect the patient¿s device was not delivering the intended therapy as prescribed. There were no medical events/procedures leading up to the patient¿s death. There had been no interventions taken. An autopsy/toxicology report / results were not yet available. The pump was to be explanted, but there was not exact date scheduled yet. The pump was to be returned to the manufacturer once explanted. Additional information was received from a foreign healthcare provider via company representative on 2023-feb-22. The serial number of the pump was clarified. Additional information was received from a foreign healthcare provider via company representative on 2023-feb-24. The results of the autopsy found the cause of death was not pump related. The pump was to be returned anyway. The pump and partial catheter were later received on 2023-apr-06.

Manufacturer narrative:
Continuation of d10: product ID 8731 serial / lot# unknown implanted: unknown explanted: (B)(6) 2023 (approximate explant date; specific month and year known only). Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731, serial/lot #: unknown, ubd: unknown, UDI#: unknown. G3: date manufacturer received indicates 2023-jul-12 regarding date analysis was completed in which an out of specification catheter condition was identified. H3: a partial catheter was returned in 5 segments (proximal and distal) which included the pump connector and pin connector. Analysis identified a tear in the seal material near the guide ring inside the cup of the sutureless pump connector. Analysis also noted a slice cut / nick on the catheter body which is consistent with explant damage. The returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified wear on the motor o-ring for gear number three that did not affect the performance of the device in the laboratory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.